Event description:
Adverse event(s): "had to convert to ecce" (alternate procedure performed). Product problem(s): "system message" appeared (device displays error message). A nurse reported a system message appeared in the middle of surgery. The surgeon had to convert to ecce (extracapsular cataract extraction) to complete the case. The surgeon reported there was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).